Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010, the patient underwent posterolateral lumbar fusion surgery on the lumbar region of his spine from vertebrae l4 to s1. Reportedly, rhbmp-2/acs was used in this surgery. The rhbmp-2 collagen sponge was used to fuse more than one level of the spine. The rhbmp-2 collagen sponge was placed outside a cage (i.e., in the posterolateral gutters). Allegedly, "patient's post-operative period has been marked by a period of improvement, followed by increasingly severe low back pain, with associated radiculopathy in his lower extremities. Reportedly, "patient continues to experience chronic mid and lower back pain, and numbness and tingling in his left foot. He experiences difficulty standing and walking for extended periods of time, and requires occasional use of a back brace."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
2 quantities of the same product have been reported. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with nonunion l4-5, adjacent segment degeneration with pars fracture at l5-s1 and underwent the following procedures: posterolateral fusion at l4-5, posterolateral fusion at l5-s1, segmental instrumentation at l4, l5 and s1 using cage, local autograft, posterior iliac crest bone graft harvest from the left hip, aspiration of the iliac crest bone graft, laminectomy, facetectomy, foraminotomy at l4-5, laminectomy, facetectomy and foraminotomy at l5-s1, excision of gill fragment. As per op-notes,¿ the wound had been copiously irrigated prior to placing our posterior iliac crest bone, which was obtained from a separate fascial incision as well as local bone from the gill·fragment and the laminectomy and facetectomy as well as allograft and bone putty. The bmp was placed in the posterolateral gutters. We did decorticate the l4-5 facet. The excision of the gill fragment left the fusion mass over the transverse process of l5 and the ala of s1. The bone was placed and hardware was tightened using manufacturing techniques.¿ the patient tolerated the procedure well without any intraoperative complications.